Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board due to 260.4130 error, replaced bezel assembly, iui right side. A review of the device history record showed the device had a manufacture date of 06/18/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / (B)(4). A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an error code 260.4130. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an error code 260.4130. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an error code 260.4130. There was no patient involvement.